Event description:
During a remote follow up, oversensing episodes were noted on the right ventricular (rv) lead. Diagnostic imaging was performed, and a lead dislodgement was noted. Reprogramming was performed to resolve the event. The patient was stable and will continue to be monitored.